Event description:
On (B) (6) 2008, the pt reported that the adhesion of several of the infusion sets in her last shipment did not stick to her body. She stated that on (B) (6) 2008, she used 3 infusion sets because the first 2 she used fell off immediately. She stated that she uses alcohol to prepare her skin prior to attaching the infusion site. She normally uses the infusion site for 1 week due to the expense. She was advised to change the infusion site every 3 days. No physiological effects were reported. Further attempts to f/u with the pt were unsuccessful. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The pt did not retain the alleged product. She was sent replacement infusion sets, IV prep wipes, and an infusion site insertion device. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.